Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that a 9f delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was selected for an implant using a 9f amplatzer torqvue exchange system. During the procedure the device deployed but did not revert to normal shape. Device was removed from the patient prior to released from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was replaced with a new 25mm amplatzer multi-fenestrated septal occluder -cribriform that was successfully implant. Patient stable.